Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide from a wayne pneumothorax set unraveled. After placing the catheter for chest drainage, the wire experienced resistance during attempted removal. As a result, the device was removed in its entirety to ensure no portion of the wire guide remained in the patient. After removal, it was discovered the wire guide had unraveled. The procedure was then completed with a competitor's device. The customer noted there was no difficult advancement of the wire guide. The difficulty was only experienced during attempted removal. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation it was reported that the wire guide from a wayne pneumothorax set unraveled. After placing the catheter for chest drainage, the wire experienced resistance during attempted removal. As a result, the device was removed in its entirety to ensure no portion of the wire guide remained in the patient. After removal, it was discovered the wire guide had unraveled. The procedure was then completed with a competitor's device. The customer noted there was no difficult advancement of the wire guide. The difficulty was only experienced during attempted removal. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), quality control procedures, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for the complaint and subassembly lots. The DHR's record no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. The information provided upon review of device master record, product labeling, and device history record, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: instructions for use ¿7. Attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the luer lock connection. 8. Advance the catheter over the wire guide into the pleural cavity to the desired depth. 9. Remove the wire guide and catheter obturator.¿ based on the information provided, no returned device, and the results of the investigation, cook has concluded component failure as the cause for this event. There is no evidence of manufacturing related causes. The customer only noticed difficulties after placing the drain. It is possible the wire guide became damaged or stuck after the catheters loop was formed, but cook is unable to confirm this. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.